Event description:
Report received that the pump was returned from clinical service due to reported over-delivery. The pump programmed to deliver an unknown concentration of morphine sulfate at 5ml/hour. It was reported that after two hours, the pump display read that 23ml had been delivered. There was no reported adverse effect to the pt. The pump was removed from clinical service. Though requested, there was no further info available.

Event description:
Add'l info received as a medwatch form from the customer since the initial medwatch was submitted: "pt in ccu was receiving a dosage of 100mg morphine via IV pump, which was set to deliver at 5cc per hour. New IV bag was hung at 1030 hours; however, at 1230 hours on the same day, pump alarmed that air was in the line, suggesting an empty bag. The settings in the IV were reviewed by two rns. The pump was set to deliver 5cc per hour, but the volume actually infused appeared to be all 100mg in the bag. The reading on the pump showed 23cc delivered, which can not be correct, since it reads in 5cc increments. The physician was notified of the overinfusion and the pump was assessed. No adverse effect was noted in pt."